Event description:
It was reported that before surgery the unit had no power. There was no patient involvement. No harm or delay was reported. Due diligence is complete. There is no additional information. At product evaluation investigation the dermatome motor speed was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: poland. Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the switch was broken, the motor was corroded, and the motor speed was unstable. The switch and motor were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.